Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, a broken sensor wire occurred. The sensor was inserted in the patient's arm on (B)(6) 2016. The patient reported that she had x-rays on (B)(6) 2016 and met with a doctor. The patient stated that the x-rays displayed 2 retained sensor wires: one in the abdomen (previously reported under MFR number 3004753838-2016-88499) and one in the arm. The patient reported that she is not concerned about the 2 retained sensor wires and stated, "I'm not worried about it". Patient reported that at this time she does not give consent to dexcom to contact her physician. At time of contact current condition of the patient was that she was doing well. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined. Labeling indicates: do not insert the sensor component of the dexcom system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom system may not function properly.